Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases. A leak test was performed which identified openings. A microscopic analysis was performed which identified two sharp crease openings and wear abrasion. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two sharp crease openings assessed as fold flaw openings.

Event description:
Patient reported a left side deflation. Device has been explanted.